Manufacturer narrative:
The field service engineer (fse) inspected the unit and verified that the system generates error 2012 during initial start up. Fss ordered few parts including the (B)(6) 2b monitor assembly replacement kit, which upon their availability, the system is to be repaired and returned to service. The labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that error 2012 (instrument host timeout error) occurred with the whitestar signature system during initial starting up. It was reported that the error rarely occurred and that the system is working properly after restarting it. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
Date of event: (B)(6) 2016. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Corrected information: date received by manufacturer: there was an error in the follow up MDR#1 which the date 4/4/2016 was listed. The correct date received by manufacturer is 4/5/2016. All pertinent information available to (B)(4) has been submitted.